Event description:
The intra-aortic balloon was inserted into the pt transthoracically. After intra-aortic balloon pump for 12 hours, "check intra aortic balloon" alarm sounded from the system 97 pump. Then, blood was noted in the tubing and the intra-aortic balloon was removed. After the intra aortic balloon was removed, the pt had some problems with circulation. The pt is in the intensive care unit with respiration therapy and drugs. There were no complications from the event. The pt is stable with catecholamines. On 6/8/98, the following info was reported to datascope: the intra aortic balloon was inserted into the pt on 5/29/98. On 5/30/98 after the intra-aortic balloon pump for 14 hours, the "gas loss" alarm sounded from the system 97 pump. Then, blood was noted in the helium tubing. (Event complications: none from the event - reported 6/4/98, 6/8/98.) (Pt's current status: stable - reported 6/8/98.)

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 8/21/98).